Manufacturer narrative:
It was clarified that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: onsite service was cancelled. No further action is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the ground cable was damaged. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is currently pending. The investigation is ongoing.